Event description:
It was reported that (1) lcsc5 was used during a laparoscopic incisional hernia repair. It was reported by the rep that the surgeon used the lcsc5 for lysis of abdominal adhesions midway through case. The surgeon said the lcsc5 made metal to metal noise upon examination. The surgeon noticed that the plastic tissue pad on jaw had fallen into abdominal cavity. It was retrieved and the case completed. There was no consequence to pt.